Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A medtronic representative reported via interdepartmental helpline solutions tracker of low blood glucose readings from the insulin pump. The customer stated that he was at disneyland when he had a sensor end in the middle of the night. The customer stated that he did not get any low alert and was not aware of his blood glucose dropping. The customer stated that his wife had to take out the glucagon shot. The customer stated that he will be more cautious to start sensors earlier in the day. The customer also stated that he had minor bleeding during insertions. The customer stated that it was a bit pink during removal. The customer also stated that there was residue left behind on the transmitter. The customer was advised to call back.